Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) removed an extra gasket for the reference electrode, replaced the roller pump tubing, wash syringe and mid standard reagent line to resolve the issue. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported receiving multiple erroneous patient results for na (sodium), k (potassium), cl (chloride) and co2 (carbon dioxide) were generated on system au680 clinical chemistry analyzer. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event.